Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: our manufacturing site was provided with the affected sample. Upon inspection, we could verify the scale marking was missing. The process we use to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, we place a special black printing foil. Using pressure, the stamp pushes the printing foil and its content is embedded in the barrel wall. The result is a black scale printed on the barrel of the syringe. It was determined this issue occurred at the end of this process as a result of a defective foil reel. The reel was not working properly and was not placed between the stamp and barrel, therefore the scale was not printed. This complaint has been entered in our complaint management system and will continue to be tracked for any future occurrence. Investigation conclusion: we can ensure that the probability of finding this kind of defect is very low and any recurrence is really unlikely in our products, considering our in-coming and in-process inspection, no actions are required root cause description the foil reel did not work as expected and was not allocated between the stamp and the barrel, so no scale was printed. Rationale we can ensure that the probability of finding this kind of defect is very low and any recurrence is really unlikely in our products, considering our in-coming and in-process inspection, no actions are required.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there was an issue with scale marking. There was no report of injury or medical intervention.